Event description:
It was reported in a general comment that the indeflator is leaking air, is slow to inflate and deflate. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event estimated as 08/01/2024 d4 - a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
H6 correction: investigation findings: removed 213 (no device problem found) and added 170 (manufacturing process problem identified). H6 correction: investigation conclusions: removed 67 (no problem detected) and added 23 (manufacturing deficiency). H11 correction: additional manufacturer narrative: the investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.